Event description:
The baxter product analysis laboratory technician reported an infusor device which went into triple alarm after delivering 0.25 milliliters during device evaluation, interrupting delivery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. That "went into triple alarm after delivering 0.25 milliliters during device evaluation, interrupting delivery", which was confirmed and reproduced during product evaluation. The assignable cause was determined to be reed switch out of adjustment. The reed switch was adjusted in order to fix the reported condition. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.